Event description:
An end user called to complain that the device kept displaying an error message. Phone trouble shooting confirmed the error message and the defective device was replaced for investigation.